Event description:
A malfunction alarm was reported, showing a malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was able to continue using it. The customer was advised to call back if any malfunction code recurs.